Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to pocket erosion and infection. A temporary pacemaker was utilized and a new system was implanted a few days later. No further patient complications have been reported as a result of this event.